Manufacturer narrative:
(B)(4). Reported event was confirmed with x-rays. X-rays were provided and reviewed by a third party surgeon. X-ray review shows left total hip arthroplasty with horizontal positioning of the acetabular cup as well as heterotopic ossification bridging the superior femoro-acetabular joint, likely limiting range of motion. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03625, 0001822565-2019-03626, 0001822565-2019-03627.

Event description:
It was reported that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient was revised due to pain. It was noted the head, liner, and cup were removed and replaced. No further event information available at the time of this report.